Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient complaint of feeling pain a few days after implant. The system was interrogated by a sales representative and a physician and the right ventricular (rv) lead was found dislodged. The pain was attributed to the rv lead elevated pacing thresholds, which were caused by the dislodgment. A surgical revision was performed and the lead was repositioned to solve the issue. The lead remains in service. No additional adverse patient effects were reported.